Manufacturer narrative:
(B)(4). Batch #u5a34j. Investigation summary the analysis found that one psee60a adevice was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion were noted on the motor. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device "stopped after 11 uses." The case was completed with another device of the same product code. There were no patient consequences reported.